Event description:
Attorney alleges that the patient underwent umbilical incisional hernia - possible inguinal hernia repair surgery with ventralex st mesh on (B)(6) 2022. It was alleged that the patient had incarcerated incisional recurrent hernia, thereby underwent laparoscopic robotic assisted lysis of adhesions with removal of mesh on (B)(6) 2023. During the procedure it was noted that the mesh was contracted and partially not adherent to anterior abdominal wall. The two separate loops of small bowel were tightly adherent to the mesh, necessitating extensive dissection in order to free the bowel from the mesh. Once the bowel was freed from the mesh, the entirety of the mesh was removed from the anterior abdominal wall. During this procedure the patient was implanted with a ventralight st. As alleged, the patient experienced additional surgical intervention, adhesion, disability, recurrence and chronic pain. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient, including hernia recurrence, adhesions, chronic pain, mesh deformation and mesh explant. The instructions-for-use supplied with the device lists hernia recurrence, adhesions and pain as possible complications. Review of manufacturing records indicate product was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.